Event description:
It was reported that the patient presented to emergency room with shortness of breath. Upon interrogation, it was noted that the ventricular rhythm intermittently went into vt and shortly broke on its own. Several shocks were delivered at maximum output but did not affect the rhythm. The vt fell into the monitor zone and was not treated in many of the episodes. Patient had medication change and has improved since the change. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.